Manufacturer narrative:
The reported issue that the device alarmed for occlusion during patient use on multiple unknown dates with multiple unknown patients, causing a delay in the patients receiving medication could not be confirmed. No product or device logs were returned for investigation. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement. Device was not returned to manufacturing facility.

Event description:
Occlusion alarms. It was reported that the device alarmed for occlusion during patient use on multiple unknown dates with multiple unknown patients, causing a delay in the patients receiving medication. There was no report that this delay in treatment contributed to or resulted in an adverse patient impact related to the events. The customer stated "the issue turned out to be the alaris pump which didn't allow the anesthesiologists to use the "high pressure" setting for epidurals. The alaris library was immediately updated and anesthesiologists were notified who haven't experienced the issue again since this occurred. I'm not sure there was any issue with this epidural syringe."